Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified an arc mark on the device case. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of a high energy shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds. The allegations reported by the field were confirmed by laboratory analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to reaching end of life (eol). There was concern of premature battery depletion and a possible alert recorded in the device memory. The field representative requested analysis to determine if the device reached eol due to an alert or high programmed outputs. The device has been returned for laboratory analysis. No additional adverse patient effects were reported.